Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease. The de novo target lesion was located in the left anterior descending artery (lad). A 4.00x38mm promus element ¿ long drug-eluting stent was advanced and successfully deployed. Orthogonal views was then performed and vessel dissection was noted. Another stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient¿s status was stable.